Event description:
The international customer reported the ventilator would not operate on ac power and was alarming. The ventilator was not in use on a pt, and therefore there was no pt involvement or harm. During service evaluation, the respironics service engineer confirmed the reported problem and noticed a smell of overheating. The service engineer replaced the power supply to correct the problem. Extended self testing (est) was performed and testing passed to operating specifications. The power supply was returned to the factory for failure analysis. Failure analysis identified arcing on the snubber (printed circuit) board. This type of failure has the potential to contribute to a vent inop condition.